Event description:
I had severe back pain and went to an urgent care and an xray showed that I have an ivc filter with missing legs. A cat scan revealed a leg in my l4 vertebrae, a leg in my lung and a leg in my pulmonary artery. I have been having many episodes of shortness of breath that cannot be explained. I have had a huge pulmonary embolism after the filter was placed.